Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the tip of the instrument is broken off or round.

Manufacturer narrative:
Device used for treatment and not diagnosis. There are no non conformance documents in the DHR. Subject product conformed to all inspection and certification testing during manufacturing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Based on reviewing of manufacturing documents we do not assume a manufacturing fault. Unfortunately, the exact cause of the damage can not be ascertained. Based on the wear on the tips, 1mm the flanks broken and worn, we can only assume that the instruments were, for some time, in various tough uses.